Event description:
It was reported that the patient had chest pain with deep inspiration and a "prickling feeling". Lead thresholds had increased and impedance had decreased. An echocardiogram was performed and perforation was suspected. The lead was explanted and replaced, resulting in the patient's pain subsiding. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Blood/body fluid was observed in/on the helix/lobe mechanism and sleeve head. No anomalies were found.